Event description:
It was reported that the patient presented remotely via (B)(6).net. Upon review, it was found that patient's right ventricular lead exhibited noise oversensing. The lead replacement procedure could not be completed due to patient anatomy. The lead remained implanted. The patient was stable.